Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. The baseline gender/age characteristics is female/65 years old. The model listed in the report is a representative of the model family, as there is no specific model listed. Without a lot number or device serial number, the manufacturing date, expiration date, and UDI cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information was made. If additional information is obtained regarding this event, it will be added, and a supplemental report will be submitted accordingly. Referenced article: iatrogenic laceration of the atrial septum during catheter ablation for atrial fibrillation in a patient with multiple atrial septal defects cardiovascular intervention and therapeutics (2025) 40:1033¿1035 doi.org/10.1007/s12928-025-01163. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding a 66-year-old woman with multiple atrial septal defects (asds) and paroxysmal atrial fibrillation underwent a cryoablation. Following the procedure, she experienced mild exertional dyspnea despite restoration of sinus rhythm. Five months later, at the time of asd closure, her right ventricular midcavity diameter had increased from 38 to 45 millimeters (mm). The posterior rim of asd2 was mechanically torn by manipulation of the sheath introducer (unknown manufacturer) and balloon catheter across the defect. The closure procedure was completed successfully. The status of the devices is unknown. No additional adverse patient effects were reported.